Event description:
It was reported that the ilet screen was separating from the device body, consistent with a screen delamination hardware issue, and the user switched to backup therapy while a replacement was arranged. Symptoms included no reported changes in blood glucose or other clinical effects. Outcomes included no injury and no hospitalization. Investigation included customer interview and case documentation review. Investigation of this case revealed a likely mechanical integrity failure of the display assembly consistent with screen delamination and loss of adhesion at the housing interface. It was concluded, based on previously established findings for similar reports, that the cause was a component integrity issue related to device housing and screen interface.